Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low readings issue with the adc freestyle libre sensor. The caregiver reported obtaining a scan of 'lo' (readings less than 40 mg/dl), and treated the customer (child) with sugar based on the reading. The caregiver then performed a blood glucose test an hour later with the built-in meter and obtained a reading of 407mg/dl, compared to a scan of 'lo'. The caregiver treated the customer with insulin. The comparison readings when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. No further information was reported. There was no report of death or permanent injury associated with this event.